Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a "door sensor malfunctioning" and was getting 'close door' messages. This occurred during testing in the biomedical service department. There was no patient involvement.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "door sensor malfunctioning" was reproduced. A review of the event history log revealed a "shut door - power off" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.